Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleged respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, asthma (new or worsening), inflammatory response other cyst in sinus. No further clinical details or medical intervention were reported. Due to potential litigation surrounding this case, no follow up can be performed at this time. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Additional information was received on aug 21, 2025, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleged respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, asthma (new or worsening), inflammatory response other cyst in sinus. No further clinical details or medical intervention were reported. Pil received (B)(4) (sn (B)(6)) and 200605c (sn (B)(6)) on (B)(4) with a complaint, regarding uno litigation- allegation of respiratory tract irritation, other chronic respiratory disease. Non-philips air filter and fine filter were returned. Sd (secure digital) card was returned. No other peripherals or accessories were returned with the device. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Secondary findings: 2 errors logged. Pil was able to get care orchestrator information from device. Unknown brown dust-like contamination near accessory areas on the outside enclosure. Dust-like contamination and hairs/fibers at the air outlet port and at the air inlet. Bluetooth trace antenna on the pca (printed circuit assembly) was discolored and had potential corrosion on it. Dust-like contamination and tiny hairs/fibers on top of the blower motor. Bottom enclosure had dust-like contamination and hairs/fibers in it. Black contamination, consistent with keratin, at the air outlet of the blower box. Slight dust-like contamination and hairs/fibers inside the blower box. Blower motor had potential mineral deposit stains on the bottom of it and inside of it, indicating potential water/liquid ingress. Dust-like contamination and hairs/fibers in the blower box, along with unknown brown pieces of contamination. Blower box had potential mineral deposit stains in it, indicating potential water/liquid ingress. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Pil was not able to confirm the complaint or address the symptoms specified. Section h6 updated in this report.